Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The balloon was tightly folded. The hypotube shaft was completely separated 81.5cm from the hub. The fracture faces were oval as if kinked prior to separation. Inspection of the inner and outer shafts, corewire and distal tip presented no damage or irregularities. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2015. It was reported that crossing difficulties were encountered. The 90% stenosed, 12mm in length, 3.5 in diameter, eccentric, de novo target lesion was located in the mildly tortuous and non calcified left main coronary artery. The lesion contained <=45 degrees bend. A 3.5mmx12mm quantum¿ maverick¿ balloon catheter was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.